Event description:
Meter would not power on. Sometime in the middle of the night, the pt's spouse noticed pt sweaty and did not respond when they spoke to pt. No attempt was made to use the meter. No intervention was given before the paramedics arrived about 20 minutes later. The reading on an unk meter was 13 mg/dl, treated with IV glucose, transported to the hosp, and discharged the following morning. The pt stated this meter was new 1 month ago, only worked for a few days then quit powering on. The last reading was taken on a neighbor's meter approx 3 days earlier. The pt takes insulin pre-meals and before bed on a routine basis which was continued without readings. Diabetic medications were taken that day, with last dose at 10 pm of 15 units nph. A normal diet was followed the day of the incident. The pt stated after the incident a pharmacist checked the battery and verified it was installed correctly. Since the pt had not attempted to use the meter, continued to take medications, had a low reading, symptoms of and treatment for hypoglycemia, there is no indication that the meter led to an adverse event, however there is indication that the meter malfunctioned due to the battery. The meter was replaced.